Event description:
A report of underdelivery by the unit. A tpn bag compounded with the unit was supposed to contain lipid but did not appear cloudy. The reporter said someone may have mislabeled a bag and given this particular bag which was to contain lipid to a pt whose tpn did not contain lipid.